Event description:
Account alleged that the bed head up does not raise. No pt impact.

Manufacturer narrative:
Technician found that under battery power the head up still did not raise and the foot pump pedal was very hard to push. This was indicating the head up valve was not opening. Technical support informed the technician to swap coils with wires first, if the issue returns, swap the head up valve. No further info is available on the repair of the bed at this time.